Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor coupling. The patient reported that with her current implant she has had coupling problems ¿for months now¿ and said it started sometime in 2017. The patient didn't have the recharger with her for troubleshooting. The patient said she might call back when she found her recharger to continue troubleshooting. No further complications were reported.